Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited high thresholds values after an external defibrillation(cardioversion) procedure that was performed to control patient's atrial fibrillation. It was reported that the external defibrillation was delivered within 15 cm of the implantable pulse generator (ipg) position. The threshold values returned back to normal after two hours. Patient will be followed up through manual transmission for three consecutive days. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.